Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown, patient weight is not provided / unknown, date of event is not provided / unknown. Additional 510(k) number is k101880. Device not returned to manufacturer.

Event description:
Doctor reports that the collar of implant tsvtwb10 fractured in the patients mouth. The doctor stated that he retightened the crown, so the implant will not be removed.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: method code was updated to 4112, 3331 and 4109. Results code was updated to 3252. Conclusions code was updated to 4307. The physical product was not returned. The reported condition of a fractured implant was confirmed based on review of the returned x-ray. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.